Event description:
An alarm issue was reported with the adc device in use with iphone xr with ios operating system version 16.6. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. Customer reported they were driving home when the sensor showed a reading of 3.4mmol/l and self-treated with gum and juice in the car and drove a bit more and started to feel confused and weak and pulled over and experience a loss of consciousness. It was further reported an ambulance came and checked the customers glucose level which was 1.1 mmol/l. Customer was treated with gluco-gel and gluco-strips and was taken to hospital where they had x-rays, EKG, blood tests, blood pressure monitoring and were given a sandwich with juice. Customer was monitored overnight, and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Also it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing low glucose alarm. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro (ios 16.6, 2.10.2.7677) and the reported issue was unable to be replicated and the system functioned as intended. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone xr with ios operating system version 16.6. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. Customer reported they were driving home when the sensor showed a reading of 3.4mmol/l and self-treated with gum and juice in the car and drove a bit more and started to feel confused and weak and pulled over and experience a loss of consciousness. It was further reported an ambulance came and checked the customers glucose level which was 1.1 mmol/l. Customer was treated with gluco-gel and gluco-strips and was taken to hospital where they had x-rays, EKG, blood tests, blood pressure monitoring and were given a sandwich with juice. Customer was monitored overnight, and no further treatment was required. There was no report of death or permanent impairment associated with this event.